Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the first revision was done on (B)(6) 2024. This revision surgery was performed because of just loosening due to infection. Revised items are humeral stem, spool, ulnar cap and ulnar bushing. Ulnar stem remained in tact since first surgery. No further information was provided.